Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), costochondritis ('costochondritis') and autoimmune disorder ('autoimmune problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced costochondritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological problem"), cardiac disorder ("heart problems"), asthenia ("weakness"), feeling abnormal ("brain fog"), amnesia ("all of a sudden had no memory") and tremor ("tremors/trimmers"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, myalgia, nervous system disorder, cardiac disorder, asthenia, amnesia and tremor outcome was unknown, the costochondritis, autoimmune disorder and arthralgia was resolving and the feeling abnormal had resolved. The reporter considered amnesia, arthralgia, asthenia, autoimmune disorder, cardiac disorder, costochondritis, feeling abnormal, medical device removal, myalgia, nervous system disorder and tremor to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: arthralgia, muscle pain, cardiac disorder, neurological disorder, asthenia, feeling abnormal, amnesia, autoimmune disorder and tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case was duplicate of case no. (B)(4) therefore, this case was marked for deletion. References details were transferred from retention case - (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), costochondritis ('costochondritis') and autoimmune disorder ('autoimmune problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced costochondritis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), myalgia ("muscle pain"), nervous system disorder ("neurological problem"), cardiac disorder ("heart problems"), asthenia ("weakness"), feeling abnormal ("brain fog"), amnesia ("all of a sudden had no memory") and tremor ("tremors/trimmers"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal, myalgia, nervous system disorder, cardiac disorder, asthenia, amnesia and tremor outcome was unknown, the costochondritis, autoimmune disorder and arthralgia was resolving and the feeling abnormal had resolved. The reporter considered amnesia, arthralgia, asthenia, autoimmune disorder, cardiac disorder, costochondritis, feeling abnormal, medical device removal, myalgia, nervous system disorder and tremor to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: arthralgia, muscle pain, cardiac disorder, neurological disorder, asthenia, feeling abnormal, amnesia, autoimmune disorder and tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received: this case became incident. New events - joint pain, muscle pain, autoimmune problems, heart and neurological problems, weakness, brain fog, all of a sudden had no memory, tremors, medical device removal were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.